Event description:
A customer contacted beckman coulter, inc. (Bec) to report the lab's unicel dxc 800 pro synchron chemistry analyzer generated false low sodium (na) and false high chloride (cl) and potassium (k) results for about ten (10) patients. No false results were reported out of the lab. Samples were retested after the instrument was serviced and those results were reported out of the lab. The customer provided results for five (5) patients. The 5th patient sample resulted in high k in initial test. However, repeat testing after instrument was serviced also resulted in high k. The high k result was not believed to be associated with an instrument malfunction. No effect on patients was reported.

Manufacturer narrative:
Sample information was not provided. Qc prior to the event was within lab-established ranges. On (B)(6) 2011, the lab attempted to recalibrate the system, but calibration failed and qc could not be run. Bec field service engineer (fse) was dispatched for this event. Fse cleaned the flowcell and replaced the na and co2 electrodes, mc syringe, mc sample probe and collar wash. Fse then verified instrument performance.